Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the speedband device was set up and when attempting to deploy, the first band correctly deployed off device, outside the patient. The next band was successfully deployed inside the patient. However, when the third band was tried to deploy, no band would deploy from the ligator cap. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the speedband device was set up and when attempting to deploy, the first band correctly deployed off device, outside the patient. The next band was successfully deployed inside the patient. However, when the third band was tried to deploy, no band would deploy from the ligator cap. It was reported that there was no difficulty experienced upon setting up the device. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: additional information received on (B)(6)2022: e1 (initial reporter name), (initial reporter phone) correction: b5 (describe event or problem)